Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to the device difficult to inflate. The pump and cylinders were removed and replaced. There were no patient complications reported.